Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the first column of keys on the keypad were inoperable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a defective 1st column in the keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.